Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. The manufacturer's site received the power supply; but evaluation has not yet begun.

Event description:
The manufacturer's field service engineer (fse) reported that the unit worked when starting repair, after repairing, the unit would not start-up due to power supply. There was no patient involvement.

Manufacturer narrative:
The power supply was returned to failure investigator (fi) lab for evaluation. Visual inspection of the returned power supply revealed no evidence of damage or contamination. The power supply was installed in the fi test ventilator. An operational test was performed and failed. The ventilator did not power up from ac and unit did not delivered breaths. No ac led indicator activated. The ventilator powered up from backup battery and delivered breaths; however, the ventilator shut down when transition from battery to ac when ac is applied. The power supply was attached to the 100vdc power supply. Using the oscilloscope, the signal at the junction of r91 and the positive lead of c56 was monitored, which revealed the voltage was dropping below the threshold voltage of approximately 8.5 volts required to initialize u8. The c56 capacitor signal was dropping to 7.28v. The root cause for the reported issue is due to failure of c56 prevented the power supply from operating on ac power.